Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. During testing of the device, the safety balloon was observed to be leaking. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that a hole was discovered in the balloon. It was inflated with the normal saline during the preparation of the device. Another f3 shunt was used and the procedure was completed successfully. No injury was reported to the patient.